Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12j30078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the broken occluder feet cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the initial evaluation confirmed the reported condition. Visual inspection was performed with the following issues noted: broken occlude feet. Leak testing and clear passage testing were performed with no issues noted. Clamp function test was performed with the following issues noted: broken occlude feet. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that after removing the minicap, fluid leaked out from the minicap transfer set tubing. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.